Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and occlusion of the inferior vena cava (ivc), filter embedded to the wall of the ivc, fracture, one failed retrieval attempt, and complex retrieval of the filter. The filter is also reported to have perforation of the filter struts outside of the ivc. There is reportedly thrombus extending up to filter and through the filter, as well as multiple subsegmental pulmonary embolisms (pe). Retrieval was attempted 3 weeks after implant but failed because the hook of the filter was embedded in the ivc wall. Approximately 9 years later, the patient presented to the emergency room with low back and thigh pain and was diagnosed with pelvic and ivc thrombus. There was thrombosis in the filter, the ivc below it, and the iliac veins bilaterally, with clot extending about 2.5cm above the filter. The patient underwent thrombolysis and balloon venoplasty of the iliac veins and was discharged five days later. The filter was successfully removed approximately one month later, but it was complex and required dual accesses and a laser sheath. Some thrombus was still in the ivc afterward, which was treated with pulse-spray thrombolysis and balloon angioplasty. The clot eventually eliminated, but there was persistent focal luminal irregularity of the ivc wall. One strut remains in the ivc wall. The patient will require lifelong monitoring of the retained filter strut to ensure that it does not cause further damage. Medical records received indicate that the admitting diagnosis at filter placement was pulmonary embolism. The indication for filter placement was occlusive disease. The patient had a large clot burden on CT with right femoral residual clot. Access was via the right internal jugular vein. The ivc filter was then deployed below the renal veins. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and thrombosis/occlusion within ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Back pain and thigh pain do not represent a device malfunction and may be related to underlying patient specific issues, or as in this case the development of thrombus in the pelvis and ivc. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and occlusion of the ivc, filter embedded to the wall of the ivc, fracture, one failed retrieval attempt, and complex retrieval of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the inferior vena cava does not represent a device malfunction. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and occlusion of the ivc, filter embedded to the wall of the ivc, fracture, one failed retrieval attempt, and complex retrieval of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received from a patient profile form which indicated there was also perforation of the filter strut(s) outside of the inferior vena cava (ivc). The filter is also embedded in the wall of the ivc. There is also ivc thrombus extending up to the filter and through the filter, as well as multiple subsegmental pulmonary embolisms (pe). Retrieval was attempted 3 weeks after implant but failed because the hook of the filter was embedded in the ivc wall. Approximately 9 years later, the patient presented to the emergency room with low back and thigh pain and was diagnosed with pelvic and ivc thrombus. There was thrombosis in the filter, the ivc below it, and the iliac veins bilaterally, with clot extending about 2.5cm above the filter. He underwent thrombolysis and balloon venoplasty of the iliac veins and was discharged five days later. The filter was successfully removed approximately one month later, but it was complex and required dual accesses and a laser sheath. Some thrombus was still in the ivc afterward, which was treated with pulse-spray thrombolysis and balloon angioplasty. The clot eventually eliminated, but there was persistent focal luminal irregularity of the ivc wall. One strut remains in the ivc wall. The patient will require lifelong monitoring of the retained filter strut to ensure that it does not cause further damage. Medical records received indicate that the admitting diagnosis at filter placement was pulmonary embolism. The indication for filter placement was occlusive disease. The patient had a large clot burden on CT with right femoral residual clot. Access was via the right internal jugular vein. The ivc filter was then deployed below the renal veins. Additional information is pending and will be submitted within 30 days upon receipt.